Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: procedure. Did the device cut? Was blood transfusion due to bleeding required? In the physician¿s opinion, could delay of the procedure have contributed to a death or a serious injury to the patient? If yes, please provide details. Did the patient require extended hospitalization due to a medical condition caused by procedure delay? If yes, please provide details. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Initials of the surgeon who operated the medical device (starting with last name). Can the product be sent for analysis? (No and reason; yes and return status). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, the cartridge did not staple and this caused slight bleeding. Surgery was delayed 10 minutes, but was successfully completed with another staple cartridge. No fragments were generated and no other medical intervention was required. There were no patient consequences.